Event description:
It was reported that this right ventricular (rv) lead started to exhibit multiple high out of range shock impedance measurements of greater than 125 ohms. The system has been implanted for years and these out-of-range measurements just started to intermittently happen. No changes have been made at this time and the rv lead remains in service. No adverse patient effects were reported.